Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states the dealer has come out to evaluate the chair and says that she needs a joystick cable - wires are exposed.